Event description:
It was reported that a user contacted support for a low continuous glucose monitor reading of 53 mg/dL after delivering a 9-unit meal bolus while the sensor showed 71 mg/dL at the time of meal announcement using FSL3+, treated with oral carbohydrate, and later obtained a fingerstick value of 92 mg/dL, prompting transfer to the CGM partner for sensor accuracy support. Symptoms included hypoglycemia. Outcomes included a low glucose event and assessment for serious injury or illness, although none were confirmed. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information on device components and a medical device problem characterized as insufficient information. The event was associated with CGM inaccuracy concerns and user education to input true fingerstick values into the iLet. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.